Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device would not staple. Cased was completed with a like product. No further details are available. There was no pt consequence.